Event description:
It has been reported to philips that the system does not boot up.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found problems with the power supply in the host pc which was causing the system to not boot up. The fse replaced the host pc and hard disk. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.